Event description:
Attorney alleges plaintiff has localized physical injuries, including but not limited to: arthralgia (joint pain and swelling); myalgias (muscle pain and swelling); silicone granulomas; hardening and distortion of breasts; rupture and leakage of breasts; scarring and disfigurement; capsular formation and/or contracture; change of shape of breasts and/or asymmetry of breasts; breast pain; headaches; nausea; dizziness; sicca symptoms (dryness of mouth and eyes); rashes; alopecia (hair loss); lymphadenopathy (swelling in lymph glands); neurological symptoms including congnitive dysfunction or paraesthesia; chronic fatigue; dysphagia (difficulty in swallowing); photosensitivity; sustained balance disturbances; sleep disturbances and easy bruisability or bleeding disorder.